Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient presented to the hospital for examination due to recurrent abdominal distension and bowel sounds around the umbilicus accompanied by constipation. The physician planned to perform a painless electronic gastroscopy and colonoscopy. While preparing to insert a pre-embedded indwelling venous catheter, the nurse discovered a minute foreign object at the needle tip of the unopened sealed venous catheter. Use was immediately halted, and a new sealed venous catheter of the same origin, batch number, and model was substituted. No harm was caused to the patient. Subsequent procedures using products from the same batch revealed no similar issues.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this is a duplicate of (B)(4). This MDR and the associated complaint will be void.

Event description:
Duplicate of (B)(4).